Event description:
Tech alleged the bed would not go into trendelenburg.

Manufacturer narrative:
Tech found the power limit cable assembly broken and ordered a new power limit cable assembly. No further info is available on this repair. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.